Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d dehp 2ss cv leaked saline from the lower y-site during the infusion. The following information was provided by the initial reporter: "IV infusing ns solution. Patient stated IV leaking. Drips of saline noted on patient's arm. Saline leaking at the lower y site."

Event description:
It was reported that the as lvp 20d dehp 2ss cv leaked saline from the lower y-site during the infusion. The following information was provided by the initial reporter: "IV infusing ns solution. Patient stated IV leaking. Drips of saline noted on patient's arm. Saline leaking at the lower y site."

Manufacturer narrative:
H.6. Investigation: a sample was received and investigated by our quality team. The customer complained of leakage so the tubing was primed and a leak at the lowest smartsite (closest to male luer) was immediately noticed which verified the customer's complaint. The set was then examined under microscope to see if further evidence for the nature of this leak could be detected. There appeared to be a shallow insertion of the tubing between lowest smartsite and tubing (component # 660045). To be sure that the shallow insertion was the root cause of this leak, the tubing was measured with calipers and was within a hundredth of an inch of the manufacture's specification of .145in. This ruled out all other options and the root cause of this leakage was without a doubt shallow insertion at the smartsite. A device history record review for model 2420-0500, lot number 21013066 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #21013066 regarding item #2420-0500.